Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery an ophthalmic micro scissor tip was broke off and lodged in the eye. Tip was removed by using forceps. Patient impact was not reported.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample was not received by the investigation site for evaluation. The root cause cannot be identified conclusively because no picture or sample has been received. Investigation has been completed based on current information. Should sample returned, this file will be re-opened and failure analysis will be performed. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).